Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The pump was returned intact with the driveline cut 2.5 inches from the pump housing. An additional 1 inch segment and a 28.5 inch distal portion of the driveline were also returned. The sealed inflow conduit was returned with the flex section cut in half. A portion of the sealed outflow graft was returned attached to the pump outlet port. A portion of the sealed outflow graft bend relief was returned detached from the device. The sealed outflow graft bend relief collar was also returned detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the inlet housing revealed a deposition surrounding the bearing ball within the distal side of the inlet stator. This clot¿s laminated layering indicates that it initially formed in the inlet stator. The areas of denaturation adjacent to the bearing ball suggest that this deposition was present while the device was supporting the patient. While a cause for the formation of this clot could not conclusively be determined through this evaluation, it could have contributed to the reported increase in lactate dehydrogenase (ldh) and hematuria. Visual examination of the pump¿s other blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had an elevated lactate dehydrogenase (ldh) level of 1400 u/l and intermittent hematuria. The patient was started on a heparin infusion and multiple oral anticoagulants. A ramp echocardiogram was unremarkable. In addition, a CT scan and well as results of kidney and liver tests were within normal limits. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.